Manufacturer narrative:
(B)(4) evaluation findings of fiber broken. (B)(4). A flexiva 200 tractip laser fiber was received for evaluation. Visual examination of the returned laser fiber revealed that the laser fiber was broken in three pieces. The first piece was 45cm in length and included the sma connector. The second piece was 16cm in length. And the third piece was 252cm in length. The fiber jacket adjacent to the fiber ends on all returned devices appeared warped and melted, suggesting that the fiber broke while energy was being delivered. Additionally, examination under magnification revealed that the pattern on the tip face was consistent with normal degradation. There were no signs of damage or other imperfections noted to the fiber face within the sma connector. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. The aiming beam exiting the distal tip of the broken piece with the sma connector was bright, clear, and scattered. The condition of the returned product confirms the reported event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a flexiva 200 tractip laser fiber was used during a ureteroscopy procedure in the ureter on an unknown date. According to the complainant, during the procedure, the laser fiber degraded. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken in 3 pieces.